Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, it was determined that the application server was not responding and displayed an error message stating. A technical support specialist (tss) identified a network-related issue that caused the instance to hang. The customer restarted the affected instance, after which the webpage became accessible. The extract transforms load (etl) process completed successfully, and data flow to the server was verified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was down, and all users were unable to login. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the server was down, and all users were unable to login. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.